Manufacturer narrative:
Product analysis: the device was returned within a white saftpak envelope. A device label sticker was adhered to the outside of the envelope which indicated lot number 0010005293, consistent with the reported device. Within the envelope, the device was loosely contained within a sealed, plastic biohazard bag. The cutter driver was not returned with the hawkone device. No ancillary devices or images were received. The device was removed from the return packaging. Biological debris was noted in the housing assembly. Multiple bends were noted along the housing assembly. The distal housing was detached at the hinge pin. Drive shaft remained intact. The distal housing remained attached to the catheter via the cutter which remained inside the cutter window and was unable to be removed. The guidewire lumen remained intact. Microscopic inspection of the hinge pins revealed one was deformed, the other remained intact. The deformed hinge pin was pointing proximally, and the housing showed flaring. No anomalies were noted with the cutter window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a non-medtronic 6fr 45cm sheath, 7.0 guide wire and embolic protection during procedure to treat a moderately calcified lesion in the left proximal superficial femoral artery (sfa) with 90% stenosis. The vessel was moderately tortuous. The vessel was not pre dilated but post dilated. IFU was followed. The device tip was damaged/detached. During advancement severe resistance was felt and the tip separated at the hinge pin. It was reported that during advancement of hawkone-m into sheath resistance was encountered by operator. Physician was unable to advance device it was recommended to remove device and examine. During removal of device from sheath severe resistance was felt and force was used to remove device. Upon inspection the collection chamber and nose cone had separated from shaft of device at the hinge point. Device was completely remove from patient and nothing left behind. Upon further inspection it appeared that the physician picked up a small piece of surgical drape when advancing hawkone-m on initial insertion. There was no patient injury reported.

Manufacturer narrative:
Additional information: device was safely removed. No intervention was required to remove the device from the patient. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.